Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-09221. The patient has been implanted with two different model leads. It has been reported, the pt has been experiencing auto-reduction in amplitude when attempting to increase stimulation. The pt is working with her physician to determine the course of action to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.